Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/14/2017 with the following findings: the battery compartment was cracked above and below the grip pad. The battery cap threads were stripped and was unable to attach to the pump. The up arrow, down arrow, contrast, and ok keypad buttons were intermittently responsive. The keypad was removed to find contamination under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the battery cap was damaged, and the keypad buttons were intermittently responsive. This report is made based on results of investigation completed on 09/14/2017.